Event description:
It was reported in a white paper publication of 2011 that there was one patient who at 6 weeks post-op, had a foreign body reaction, painful sinus discharge and inflammatory symptoms and underwent debridement and screw removal. Culture was negative for propionibacteriun acnes.the patient's inflammatory symptoms was resolved after removal of the screw and bony regrowth was seen 9 months postoperative.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was not available for evaluation therefore the event as published in the literature review source could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record could not be performed as the lot number was not provided. This report is provided based on a literature review. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.